Manufacturer narrative:
The reported event that the castor broke off was confirmed during a visual inspection. The castor was reported at the user facility.

Event description:
It was reported that the castor broke off of the navigation system ii cart at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the castor broke off of the navigation system ii cart at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.